Manufacturer narrative:
The lens remains implanted. Device evaluation the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requested for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported she was implanted with a tecnis 1-piece intraocular lens (iol) in her right eye on (B)(6) 2016. She reports that she is having issues of a "black mess along the edge of lens" and "grey foggy cloud passes by¿. Through follow up with the patient further information was provided. The symptoms she is experiencing are affecting her regular activities. She is unable to remember when these symptoms initially started and she reports her doctor told her that everything was ok however she was referred to a retina specialist. Per the patient, the retina specialist stated that she does have some issues with her vision but cannot pinpoint if it's due to the lens. The patient inquired about when is it best to have a laser treatment, the patient was referred back to her doctor to address this option. No additional information was provided.